Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v497301, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep)regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient had device removed. Rep was not present at the case so they had not further detail. It was noted that the issue was resolved at time of the report. Patient status was noted as alive, no injury. Additional information indicated patient desired the removal. Additional information from the manufacturer representative (rep) reported the information from the managing account. The rep stated the managing account had not seen the patient since (B)(6) 2012. It was noted the patient saw a healthcare professional (hcp) in (B)(6) 2013 and reported that the interstim wasn¿t working. The patient considered getting the device removed so he could get an MRI to evaluate his back. It was noted the patient then returned on (B)(6) 2016 and wanted it removed due to back pain which the patient felt was related to the device, it was reported the device was off at that point.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomalies. Analysis of the lead (B)(4) found that the conductor on the lead body was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.